Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate high readings as compared to his normal feelings/result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at unspecified time on (B)(6) 2012, he obtained the alleged high readings of "111, 90, 75-80mg/dl". The patient stated that he manages his diabetes with the insulin pump and denied making any changes to his usual diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "sweats, feelings of warmth, shakes, and loss of consciousness" and on the following day, (B)(6) 2012, self treated with glucose tablets/gel in response to these symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of sever hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.